Manufacturer narrative:
(B)(4). Corrected information: b1, h1 - it was reported that this device event is not malfunction reportable. Therefore, this medwatch report 2210968-2020-02285 is not reportable.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts were made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. Before use on the patient, the needle pulled off from the thread. There were no patient involvement/patient consequences.